Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; -there was no problem with the subject device -the subject can be attached to/detached from an olympus endoscope. Omsc obtained additional information from the facility that they the user didn't use surgical tape to fix the device on the endoscope. It is presumed that the event occurred since the user did not follow the instruction manual. If additional information becomes available, this report will be supplemented.

Event description:
On january 21th, 2020,olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the subject device detached from the endoscope and fell into the patient's body. The subject device was retrieved from the patient's body and the procedure was completed. There was no report of patient injury associated with this event.